Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: brittle plastic in the safety cap. Cracks upon activation upon activation the safety cap cracked. Complaint regards the brittle plastic of the safety cap. Activation of safety cap is probably done on the mattress or table edge.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective locking mechanism with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through corrective and preventive actions.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: brittle plastic in the safety cap. Cracks upon activation. Upon activation the safety cap cracked. Complaint regards the brittle plastic of the safety cap. Activation of safety cap is probably done on the mattress or table edge.